Event description:
The pt reportedly developed a waterborne bacterial infection at the implant site. The pt's device was explanted. The pt will be reimplanted at a later date. The pt continues to be monitored.